Event description:
It was reported that on (B)(6) 2015, a 25mm epic valve was implanted during a mitral valve replacement. Seven years after the operation, the patient was hospitalized with symptoms of mitral regurgitation. Ultrasonography confirmed prolapse of the valve cusps. On (B)(6) 2022, the 25mm epic valve was explanted. The base of one leaflet was observed to be torn or separated on the explanted valve. No pannus, calcification, or thrombus was observed on the explanted valve. A new 25mm epic valve was implanted as a replacement device. The patient was reported to be recovering without any issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that cusps 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of cusp 3 and on the outflow surface of cusps 2. There was thinning of the base of all three cusps and degenerative changes to cusp 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at a tear site, which could have contributed to the formation of the tear. There is no indication of a product quality issue with regards to manufacture, design, or labeling.